Event description:
Pt admitted 6/16/93 with acute renal failure, fever, rule out sepsis. On 6/27/93, the pt's condition deteriorated and she developed bradycardia and then asystole. Cardiopulmonary resuscitation was initiated. During the resuscitation efforts, a defibrillator was used to defibrillate the pt. The rn using the defibrillator states that when she pushed the "charge button" on the paddles the defibrillator made the sound that it was charging and then the light came on that it was ready to discharge. When she pushed the button to discharge nothing happened. Then she states this same sequence of events occurred at least three times. Resuscitative attempts were unsuccessful and the pt expired. The defibrillator was not sent to clinical engineering dept on 6/27/93, so the hosp is unable to determine which defibrillator was involved in this incident. After becoming aware of this incident, the clinical engineering dept checked all of the defibrillators (7 total) in the hosp and were not able to reproduce this behavior in any of the defibrillators.